Event description:
Procedure: colorectal. According to the reporter: after firing, the surgeon squeezed the handle, but the jaws would not open and the device could not be removed from the vessel. The surgeon inserted another clip applier from a nearby port and fired another clip applier and cut the vessel to remove the defective applier. Amount of bleeding was less than 200 cc. There was tissue damage and unanticipated tissue loss. Pt is under observation. Operating room time was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).